Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance. The rv lead was reprogrammed at first and extracted and replaced later, during the generator change. It was noted that the other pacing lead was fractured. The lead was extracted during the generator change as well. No patient complications have been reported as a result of this event.